Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while attempting to implant a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+2.0/090 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was not fully implanted but there was patient contact with the lens. This occurred on (B)(6) 2021. An alternate lens was implanted and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as "device?" And "user error?"